Event description:
It was reported that during safety test, device was obstructed. No patient or case involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional test found no fault, the device performed within expected parameters. As such, we are unable to establish a relationship between the device and the reported event. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event have been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.